Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 7 inappropriate shocks with therapy exhaustion due to atrial fibrillation (af) with rapid ventricular response (rvr). Patient was with really high fever and it was suggested that the increased heart rate was due to this condition. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.